Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the internal carotid artery-cavernous (c4 segment) aneurysm procedure, deployed the subject flow diverting stent but the perfect vessel wall apposition was not achieved at the proximal neck of the aneurysm. Intrafd angioplasty was performed with the balloon to get the perfect vessel wall apposition. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no fish mouthing seen on the proximal end of the stent. An intrafd angioplasty with balloon was required to get the perfect vessel wall apposition. Angioplasty during evolve implantation is not considered as a medical intervention since it is not to prevent permanent harm but to help apposition of the stent. No medication was given specifically to the patient due to the device deficiency. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of 'undeterminable' was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that during the internal carotid artery-cavernous (c4 segment) aneurysm procedure, deployed the subject flow diverting stent but the perfect vessel wall apposition was not achieved at the proximal neck of the aneurysm. Intrafd angioplasty was performed with the balloon to get the perfect vessel wall apposition. No additional information available received additional information on 06-jan-2023 the angioplasty was not performed with the balloon as a medical intervention. No clinical consequences were reported to the patient due to this event.